Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the green needle safety continues to slide off and not safety the needle tip after use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of defective safety mechanism is confirmed; however, the exact cause is unknown. One photograph of a secureloc introducer needle was returned for evaluation. An initial visual observation of the photograph showed a secureloc introducer needle with the safety barrel completely separated from the needle shaft. Evidence of use as well as biological residue is observed on the sample in the returned photograph. Although a complete fracture of the safety barrel is observed, no distinguishing features or details of the fracture could be discerned from the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the green needle safety continues to slide off and not safety the needle tip after use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.